Manufacturer narrative:
The device was not returned to the manufacturer and no other complaints for difficulty tracking over wire have been received. According to our procedures, we will continue to monitor for trending. No lot number was provided.

Event description:
Transjugular liver biopsy procedure resulted in bleeding requiring surgery. There was difficulty advancing over the wire into and through hepatic veins. The outer sheath was advanced and buckled. It was then straightened. Biopsy sample was taken. Bleeding was noted later. At surgery, it was not possible to tell if the bleeding was the result of the needle passes or the sheath buckling. It was reported that other than possibly the failure to track over the wire, the other challenges of this case were not device related.